Manufacturer narrative:
The device was returned to olympus and the customer¿s allegation of the image temporarily disappearing was confirmed. A water leak from the cable and charge coupled device (ccd) caused the video function not to work. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although it was determined that a leak between the cable and ccd had caused the no image, a definitive root cause of the water leak could not be identified. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The complaint history of the site was reviewed and this was not a case of reoccurrence. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the image of the otv-s7proh-hd-l08e hd camera head temporarily disappeared. There was a disconnection. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. Please see section b5 for the updates. Olympus will continue to monitor for similar events.

Event description:
Additional information received from the customer reported that it was unknown when the image first started to disappear. Inspection prior to the procedure was not possible due to sterilization. The name of the intended procedure, whether the procedure was diagnostic or therapeutic, if there was a delay during the procedure, and if the procedure was completed was unknown.